Event description:
Reporter stated that pt was hospitalized, with a diagnosis of diabetic ketoacidosis, in 2004. Pt had been experiencing high blood glucose (- 300 mg/dl - "hi"), throughout the day, which they were unable to lower. Pt reported having abdominal pain, and vomiting, prior to seeking treatment. At the time of their admittance, pt's blood glucose measured 804 mg/dl. They were treated with an insulin drip. Pt was still in the hospital at the time of the report.